Event description:
It was reported that the sterility of the device was compromised. A carotid wallstent was selected for use. During preparation for the procedure, when the product was removed from the box, it was observed that the stent was outside of the device packaging. Another carotid wallstent was used to complete the procedure. There were no patient complications as a result of this event.

Manufacturer narrative:
E1 - initial reporter address 1: (B)(6).

Manufacturer narrative:
E1 - initial reporter address 1: (B)(6). Investigation results: device analysis findings: this carotid wallstent was returned for analysis. The device was received in a tyvek pouch, that was opened previously and was sealed with staples attached to the tyvek pouch. The investigator opened the tyvek pouch to view the device. The device was not fully inserted in the coil. Once removed from the coil, the device was fully sheathed with no stent on the device. The stent fully deployed and was loose inside the tyvek pouch. A visual and tactile examination identified no issues with the outer sheath of the device. Device history record (DHR) review: it was confirmed this device met manufacturing specifications prior to distribution and there were no manufacturing deviations that could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed that the content was sufficient and did not contribute to the reported event; therefore, no updates are required to the document at this time. Risk review: a risk review performed for the carotid wallstent device confirmed that the event of unsealed device packaging is a known event defined in the product's risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause not established.

Event description:
It was reported that the sterility of the device was compromised. A carotid wallstent was selected for use. During preparation for the procedure, when the product was removed from the box, it was observed that the stent was outside of the device packaging. Another carotid wallstent was used to complete the procedure. There were no patient complications as a result of this event.